Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the wrist of the force bipolar instrument got caught in bowel tissue, requiring intervention. While using the force bipolar instrument to move the bowel near the sigmoid colon, the bowel tissue was entrapped within the force bipolar instrument's wrist. An additional instrument was utilized to remove the tissue from the force bipolar's wrist. After the removal, a defect was noted within the bowel tissue which required intervention. A general surgeon was required for the repair, and the patient underwent an additional two hours of anesthesia while waiting for the general surgeon. A suture was placed to repair the defect within the bowel. The procedure was completed robotically with no further intraoperative complications. The patient is recovering well.